Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, error 216 scope communication error was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the no image cause was traced to component failure. Scope communication error e216 cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovidescope had no image. The issue was found during inspection for use. There were no reports of patient harm.